Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.   A DHR (device history review) for the freestyle lite meter was reviewed and the DHR showed the freestyle lite meter passed all tests prior to release.    A DHR (device history review) for the freestyle strips and the DHR showed the freestyle strips passed all tests prior to release. Retain testing was performed and all units performed within specification.    If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer received an unspecified error on his adc meter. Customer experienced symptoms of "shaking, a lot of sweating, and confused", and lost consciousness. The customer had contact with a healthcare professional, and was diagnosed with hyperglycemia and treated with insulin (dose/type unknown). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer received an unspecified error on his adc meter. Customer experienced symptoms of "shaking, a lot of sweating, and confused", and lost consciousness. The customer had contact with a healthcare professional, and was diagnosed with hyperglycemia and treated with insulin (dose/type unknown). There was no report of death or permanent injury associated with this event.